Manufacturer narrative:
An event regarding excessive thread length during assembly involving a cup impactor was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed as the device was not received for evaluation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Universal cup inserter was being used in a total hip replacement today. The thread at the end of this instrument surpassed the thread of the cup. The surgeon decided it was unsafe to use and instrument was not used. We opened another tray instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Universal cup inserter was being used in a total hip replacement today. The thread at the end of this instrument surpassed the thread of the cup. The surgeon decided it was unsafe to use and instrument was not used. We opened another tray instead.